Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the pictures showed an endotracheal tube inside a plastic bag, the inflation line can be observed, which was cut. It was reported that during use, both endotracheal tube's pilot line were cut and cuff did not deflate. The tube was removed with the cuff not deflated that caused trauma to the patients larynx. A fibroscopy was performed to remove clots which also caused difficulty in ventilation, decalcification necessary. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, both endotracheal tube's pilot line were cut and cuff did not deflate. The tube was removed with the cuff not deflated that caused trauma to the patients larynx. A fibroscopy was performed to remove clots which also caused difficulty in ventilation, decalcification necessary.

Manufacturer narrative:
D10 concomitant product: 87480 shiley oral nasal intermediate 8.0 lot: 25b1086jzx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.